Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, broken shell, underweight, part of the shell is missing, wear abrasion. A microscopic analysis was performed which identify, smooth broken in the posterior side, wear abrasion. Based on the device analysis, the final assessment is: a smooth broken on anterior side. Missing shell assessed, as inconclusive.